Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6) implanted: (B)(6) 2024. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for unknown indication for use. The hcp's office reported a possible pump malfunction. Diagnostics/troubleshooting performed included: updated the tablet and made sure the reservoir was changed during medication refill and wanted to see if it happened again at next refill appointment. Patient reported zero symptoms. The issue had yet to resolve at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked, but made unknown. Additional information was recieved from the company representative (rep) via the healthcare provider reporting that on march 14th the patient had her first pump refill where they removed 18ml from the patient's pump. The programmer stated that she should have 2.6ml left. The hcp said that he thought it was possibly a programmer error and a medtronic rep reviewed the tablet and everything was correct. Patient stated that she was getting relief from the medication, so the hcp felt that a catheter dye study was not needed. On may 20th, the patient came for another pump refill where we pulled out 18 mls of medication. The programmer stated that she was to have 4.7 mls left in the pump. During that time, the hcp did not replace any medication in the pump and started oral medication. The cause had not been determined and hcp did not plan to do a dye study, but a possible explant. No further troubleshooting would be done at this time. Actions/interventions were taken to resolve the event included putting patient on oral medication and possible explant.